Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported by biomed at the user facility that the automated impella controller (aic) arrived with water damage. The water damage was of unknown origin and was on/in the box and console. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. The console was powered up on the complaint date, the date/time was set then the console was turned off. There was nothing in the logs confirming nor denying the water in the shipping box. The console returned for testing and performed as expected during testing as well as in the field. The cause of the water logged console was most likely from shipping. D9 date device returned to manufacturer added.